Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 18-oct-2023. The most recent information was received on 20-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("one broke into fragments, releasing metal and pet (polyethylene terephthalate) fibres") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. D72008). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced device breakage (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), uterine haemorrhage ("uterine bleeding"), rash pruritic ("itchy skin with rash"), tachycardia ("tachycardia"), headache ("headaches"), visual impairment ("visual disturbance, diminished vision, increased (eyeglasses) prescription strength"), hyperhidrosis ("profuse sweating"), bromhidrosis ("unpleasant-smelling sweating"), cystitis ("recurring cystitis"), constipation ("severe constipation"), joint pain (" joint pain"), sciatica ("inflammation of the sciatic nerves"), peripheral motor neuropathy ("inflammation of the common fibular nerves"), hepatic cyst ("cystic liver"), diverticulum intestinal ("diverticular disease of the sigmoid colon"), adenomyosis ("adenomyosis"), disturbance in attention ("poor concentration"), memory impairment ("impaired memory"), vulvovaginal mycotic infection ("vaginal yeast infections"), enterocolitis fungal ("intestinal yeast infections"), trigeminal nerve disorder ("mandibular nerve disorder"), allodynia ("mechanical allodynia"), rhinitis allergic ("allergic rhinitis"), allergic sinusitis ("allergic sinusitis"), insomnia ("insomnia"), painful hips ("pain in the hip joints"), fallopian tube cyst ("paraovarian cysts in both fallopian tubes"), allergy to metals ("severe nickel and cobalt allergic reactions"), fatigue ("chronic fatigue"), tinnitus ("buzzing in the ears"), gastrointestinal pain ("intestinal pain"), loose tooth (" loosening of teeth"), dizziness ("dizziness"), dry eye ("eye dryness"), eyelids pruritus ("eyelid pruritus"), eyelid oedema ("eyelid oedema"), neuralgia ("nerve pain"), diverticulitis ("diverticulitis"), pruritus (" itchy skin"), hepatic pain ("painful in the liver"), vulvovaginal dryness ("vaginal dryness"), multiple allergies (" several allergies"), drug hypersensitivity ("penicillin, pyostacine allergy"), gluten sensitivity ("gluten allergy") and arthromyalgia ("painful muscles and joints"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy to remove the essure implants) and non-drug therapy (eye glasses). At the time of the report, the headache, visual impairment, cystitis, constipation, disturbance in attention, memory impairment, vulvovaginal mycotic infection, allodynia, fatigue, gastrointestinal pain, neuralgia, diverticulitis, pruritus, hepatic pain, vulvovaginal dryness, multiple allergies, drug hypersensitivity, gluten sensitivity and arthromyalgia had not resolved. No causality assessment was received for essure with regard to device breakage, uterine haemorrhage, pelvic pain, rash pruritic, tachycardia, headache, visual impairment, hyperhidrosis, bromhidrosis, cystitis, constipation, joint pain, sciatica, peripheral motor neuropathy, hepatic cyst, diverticulum intestinal, adenomyosis, disturbance in attention, memory impairment, vulvovaginal mycotic infection, enterocolitis fungal, trigeminal nerve disorder, allodynia, rhinitis allergic, allergic sinusitis, insomnia, painful hips, fallopian tube cyst, allergy to metals, fatigue, tinnitus, gastrointestinal pain, loose tooth, dizziness, dry eye, eyelids pruritus, eyelid oedema, neuralgia, diverticulitis, pruritus, hepatic pain, vulvovaginal dryness, multiple allergies, drug hypersensitivity, gluten sensitivity or arthromyalgia. The reporter commented: current status: total hysterectomy with bilateral salpingectomy to remove the essure implants because one broke into fragments, releasing metal and pet (polyethylene terephthalate) fibres. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Batch no: d72008. Production date: 2015-03-11. Expiration date: 2018-03-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("one broke into fragments, releasing metal and pet (polyethylene terephthalate) fibres") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. D72008). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), uterine haemorrhage ("uterine bleeding"), rash pruritic ("itchy skin with rash"), tachycardia ("tachycardia"), headache ("headaches"), visual impairment ("visual disturbance, diminished vision, increased (eyeglasses) prescription strength"), hyperhidrosis ("profuse sweating"), bromhidrosis ("unpleasant-smelling sweating"), cystitis ("recurring cystitis"), constipation ("severe constipation"), joint pain (" joint pain"), sciatica ("inflammation of the sciatic nerves"), peripheral motor neuropathy ("inflammation of the common fibular nerves"), diverticulum intestinal ("diverticular disease of the sigmoid colon "), adenomyosis ("adenomyosis"), disturbance in attention ("poor concentration"), memory impairment ("impaired memory"), vulvovaginal mycotic infection ("vaginal yeast infections"), gastrointestinal fungal infection ("intestinal yeast infections"), temporomandibular joint syndrome ("mandibular nerve disorder"), allodynia ("mechanical allodynia"), rhinitis allergic ("allergic rhinitis"), allergic sinusitis ("allergic sinusitis"), insomnia ("insomnia"), pain in hip ("pain in the hip joints"), fallopian tube cyst ("paraovarian cysts in both fallopian tubes"), allergy to metals ("severe nickel and cobalt allergic reactions"), fatigue ("chronic fatigue"), tinnitus ("buzzing in the ears"), gastrointestinal pain ("intestinal pain"), loose tooth (" loosening of teeth"), dizziness ("dizziness"), dry eye ("eye dryness"), eyelids pruritus ("eyelid pruritus"), eyelid oedema ("eyelid oedema"), neuralgia ("nerve pain"), diverticulitis ("diverticulitis"), pruritus (" itchy skin"), hepatic pain ("painful in the liver"), vulvovaginal dryness ("vaginal dryness"), multiple allergies (" several allergies"), drug hypersensitivity ("penicillin, pyostacine allergy"), gluten sensitivity ("gluten allergy") and musculoskeletal pain ("painful muscles and joints") and was found to have polycystic liver disease ("cystic liver"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy to remove the essure implants) and non-drug therapy (eye glasses). At the time of the report, the headache, visual impairment, cystitis, constipation, disturbance in attention, memory impairment, vulvovaginal mycotic infection, allodynia, fatigue, gastrointestinal pain, neuralgia, diverticulitis, pruritus, hepatic pain, vulvovaginal dryness, multiple allergies, drug hypersensitivity, gluten sensitivity and musculoskeletal pain had not resolved. No causality assessment was received for essure with regard to device breakage, uterine haemorrhage, pelvic pain, rash pruritic, tachycardia, headache, visual impairment, hyperhidrosis, bromhidrosis, cystitis, constipation, joint pain, sciatica, peripheral motor neuropathy, polycystic liver disease, diverticulum intestinal, adenomyosis, disturbance in attention, memory impairment, vulvovaginal mycotic infection, gastrointestinal fungal infection, temporomandibular joint syndrome, allodynia, rhinitis allergic, allergic sinusitis, insomnia, pain in hip, fallopian tube cyst, allergy to metals, fatigue, tinnitus, gastrointestinal pain, loose tooth, dizziness, dry eye, eyelids pruritus, eyelid oedema, neuralgia, diverticulitis, pruritus, hepatic pain, vulvovaginal dryness, multiple allergies, drug hypersensitivity, gluten sensitivity or musculoskeletal pain. The reporter commented: current status: total hysterectomy with bilateral salpingectomy to remove the essure implants because one broke into fragments, releasing metal and pet (polyethylene terephthalate) fibres. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.